Event description:
During the index procedure, the patient had one endeavor drug-eluting stent implanted to the rca. Approximately 39 months post index procedure, the patient underwent non-target vessel revascularization and one resolute integrity drug-eluting stent was implanted. Approximately 55 months post index procedure patient death occurred. Cause of death is unknown. Investigator assessed that the reported death was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). Evaluation conclusions: known inherent risk of procedure (death). (B)(4).